Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history review did not identify any non-conformances or deviations with the likely cause lot number and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient results for complaint lot 61199ud00 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 61199ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one male patient. The sample was repeated after centrifuging and the result was lower. The following data was provided: sid (B)(6) -0-0 initial result = 1472.2 pg/ml repeat result = 2173.2 repeats after centrifuging sample = 17.1 and 22.8. Diagnostic cutoff for male = <34.2 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one male patient. The sample was repeated after centrifuging and the result was lower. The following data was provided: sid (B)(6). Initial result = 1472.2 pg/ml repeat result = 2173.2. Repeats after centrifuging sample = 17.1 and 22.8. Diagnostic cutoff for male = <34.2 ng/l. No impact to patient management was reported.